Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result (troponin=3.27 versus expected 0.031 ng/ml) from a patient sample processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es result was reported from the laboratory; however, the result was questioned by the nursing staff. The laboratory repeated the troponin testing on the patient sample but it is not known if a corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. There was no indication that an instrument issue contributed to the event. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample handling issue and a reagent issue cannot be ruled out as potential contributing factors.